Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis while performing peritoneal dialysis therapy. The patient was hospitalized on an unknown date for an unrelated condition and experienced peritonitis while hospitalized. The breach in aseptic technique was further described as the nurse not wearing a mask and made a touch contamination during hospitalization. The patient was treated with unspecified oral antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient had recovered. No additional information is available.